Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No traces of moisture found at electronic or motor assemblies per visual inspection. The insulin pump powered up properly after battery installation and no failed battery test alarms noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons are not responding on the customer's insulin pump, after it was exposed to ocean water. He was advised to discontinue use of the pump and revert to a back-up plan. The customer also received a failed battery test alarm. His blood glucose level was 167 mg/dl. Nothing further was reported.